Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treatment) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has been returned to zoll manufacturing corporation but has not been evaluated yet. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor: (B)(4), 06/17/2016, belt: (B)(4), 08/01/2019.

Event description:
A us distributor contacted zoll to report that a patient experienced three inappropriate defibrillations during asystole. It was reported that the patient was found unconscious at the time of the treatment. The patient's friend, the patient's brother, and medical professionals attempted to perform CPR but the attempts were unsuccessful. CPR/ motion artifact contributed to the false detections. The response buttons were not pressed during the event. The patient subsequently passed away on (B)(6) 2020. There is no indication that the lifevest treatments during asystole caused or contributed to the death as, the patient was already in a non-life-sustaining rhythm. No deficiencies were alleged against the lifevest.